Event description:
Location: endoscopy/pulmonary. Report: all equipment was functioning fine for all cases prior. Using two hands the provider advanced the cryoprobe into the target lung lesion and stepped on the cryoprobe pedal to start the first attempt at biopsy. There was a split second of an audible gas leak but before anything could be done, the cryoprobe catheter exploded (verified this morning by erbe). The gas used to freeze is co2 and thus, there was no heat or fire. Nonetheless, the cryoprobe whipped out of the patient. The provider involved had hyperextension to two fingers, and several staff members had hearing loss (around 30 minutes). The vendor has pulled the lot number for the product and will be replacing. The damaged probe is with htm [healthcare technology management]. Htm has the equipment used to ensure it is working properly. The vendor shared that 3 other institutions have had the same issue. Incident and pits forms appropriately completed. Vendor and htm contacted appropriately. Two staff members lost their hearing for about 30 minutes after the explosion and 2 fingers of the proceduralist were hyperextended. There was no harm to the patient. Manufacturer response for erbe flexible cryoprobe 1.1 mm, flexible cryoprobe (per site reporter). This has happened at other institutions.